Event description:
On (B)(6) 2015, a dentist reported the case of a (B)(6) year-old male patient who required extraction of tooth #5. This tooth had a 3m espe lava ultimate cad/cam restorative for cerec crown which was seated on (B)(6) 2013. The dentist reported that the tooth was extracted on (B)(6) 2015 because there was decay underneath the crown.